Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple intermittent altitude alarms occurred. The customer could not recall their blood glucose (bg) levels during the initial alarms, but reported a bg level of 153 during the most recent alarm. Reportedly, the customer would continue use of the pump for insulin therapy.